Event description:
It was reported that during a da vinci-assisted surgical procedure, the erbe generator faulted out when firing energy. The technical service engineer (tse) viewed the system logs and confirmed errors c-30, c-38, and m-11 on the erbe. The customer power cycled the erbe but the issue remained. The tse had the customer hard power cycle the erbe without change. The customer stated that they had a force triad backup generator and would locate the activation cable. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Manufacturer narrative:
Upon visual inspection top cover is in decent condition, front bezel is cracked. The iesu was tested using the system on startup and displayed c-37. The iesu will be sent to the original equipment manufacturer (OEM) for further investigation. The probable root cause is attributed to electrosurgical issues due to a defective generator.

Event description:
Refer to h11 for follow-up information.